Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from reservoir. No further information available.

Manufacturer narrative:
E1: pateint city : (B)(6) patient country: mexico.